Manufacturer narrative:
There were no samples received with this complaint; therefore, an examination of the reported condition could not be performed. A device history record (DHR) review was completed for lot# 17h007762. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective/preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the condition. The corrective actions were implemented and the results are that the product family revealed only one complaint for miscount since the implementation of the corrective actions. Therefore, no further additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/20/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported missing sponges in the tray. The tray should contain ten each but only came with one each.